Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/28/2020. Additional information: the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? No. Was the needle piece(s) retrieved during the same procedure? Yes. Does a piece of the needle remain in the patient¿s tissue? No. What tissue structure is it located? The surgery was in the oral cavity, but no piece of needle remained, because the needles broke on the tail as it started to suture and only the tip of the needle was in the patient's tissue, so the broken needles were fully recovered. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? Good.

Event description:
It was reported that a patient underwent a dental surgery in (B)(6) 2020 and suture was used. During the procedure, the needle broke on the tail as the physician started to suture and only the tip of the needle was in the patient's tissue. The broken needle was fully recovered. There were no adverse patient consequences. No additional information was provided.